Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebra artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician successfully made a pass using the psr3d with a velocity delivery microcatheter (velocity), and then placed the psr3d on the back table. The psr3d then became kinked at the distal end of the pusher wire as the technologist was handling it and preparing for a second pass. The physician straightened out the pusher wire and attempted to make another pass using the psr3d, however felt resistance going through the microcatheter. Therefore, the psr3d was removed. The procedure was then completed using a new psr3d and the same velocity. There was no report of an adverse effect to the patient.